Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the physician attempted to implant the sensor via the internal jugular (off label). This sensor was unable to be placed, however the surgery was completed with a different sensor (MFR 3004936110-2018-00038).